Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional info catalog and lot #. Update 5/6/2013 - ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-02947. This report, 1818910-2013-02736, will be kept for investigation purposes. A separate follow up report will be submitted to reject 1818910-2013- 02947.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleged the paitent discomfort as a result of the defective asr hip implant.

Event description:
Update: (B)(6) 2013-sales rep reported patient underwent revision procedure due to pain and elevated metal ions.

Event description:
Litigation alleged the patient discomfort as a result of the "defective" asr hip implant. **update** (B)(4) 2013 - ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2013 - sales rep reported patient underwent revision procedure due to pain and elevated metal ions. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.